Manufacturer narrative:
Additional information: b5 and h11. B5: upon follow up it was reported, the patient was discharged from the hospital and is currently well. The cause of peritonitis is "unaware". H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was not reported. The patient was hospitalized and still in the hospital. The patient received unspecified treatment for the peritonitis. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.